Event description:
It was reported that the intraocular lens (iol), a tecnis toric, had rotated after surgery. The doctor repositioned the lens in a secondary procedure, at three (3) weeks post op. The patient did very well. The lens remains implanted. Of note, the axial length was long, somewhere around 26.05mm. The axis was steep, 103 degrees and the lens rotated at day 1 about 30 degrees counterclockwise. There is an increased risk of lens movement due to the patient's long eye where the capsular bag is larger and the opportunity for the lens to move is greater. Presently, the patient is happy. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Pt age/date of birth: unknown. Date of event: unknown. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.